Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device would not turn on. The device was in use on a patient at the time the reported issue was discovered. The patient began to breathe rapidly and feel uncomfortable. The nurse immediately replaced the mask and provided oxygen to the patient. The device was swapped out with a different device. The patient was removed from the device and provided supplemental oxygen while a backup device was requisitioned. Upon replacement, it was noted that the patient's symptoms had resolved with no further harm or injury noted. It was reported that the device would not turn on after the customer had discovered the screen was "black". Per good faith effort (gfe) response, the customer's hospital department repaired the screen components and restored the equipment to normal use. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not turn on. The device was in use on a patient at the time the reported issue was discovered. The patient began to breathe rapidly and feel uncomfortable. The nurse immediately replaced the mask and provided oxygen to the patient. The device was swapped out with a different device. It was reported that the device would not turn on after the customer had discovered the screen was "black". Device evaluation and repair are pending.